Manufacturer narrative:
On (B)(6) 2015 (B)(4). The product in question was investigated in the laboratory of the manufacturer. During a tightness test a leakage at the luer lock of the blood outlet side was confirmed. During visual inspection of the luer lock port deformations of the outer thread and at the inner luer lock were found. Most probable the leakage was caused by those material overlaps as a tight closing of the luer port with its protection cap was not possible. A DHR (device history record) review of the product in questions was performed. There were no references found, which are indicating a nonconformance of the product in question. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
October 19, 2015 02:50 pm (gmt-4:00) added by (B)(6): (B)(4). The product was requested for manufacturers laboratory investigation and was not received yet. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
"During priming, a liquid leakage from the venting port on the second side was found. The pump pressure at the time was about 100mmhg. The customer changed the closing cap of another one, but the leakage didn't stop. Then, the whole device was replaced." (B)(4).